Event description:
The patient's spouse called to report "his device went off 35 times." The patient was going to have his lead and device replaced because the "lead broke but he died." No autopsy was conducted and the wife suspected the device may have been involved. Additionally, she suspected a battery issue because it fired so many times. There is no allegation from a health care professional that the death was device and/or lead related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.